Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that a small amount of wire was present under the patch but not under the transmitter on (B)(6) 2013. The transmitter was still attached during removal. The wire was not present on the body and not present in the needle.patient did not experience any discomfort or difficulty with insertion, but reported a red mark at the insertion site at the time of contact with dexcom technical support.